Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to cerebral hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted to local hospital on (B)(6) 2017 with a one-week history of shortness of breath after minor exercise and general feeling of discomfort. No orthopnea or increase in weight was reported. Blood cultures were positive for streptococcus. The source of the sepsis was "most likely a dental problem". The patient was treated with antibiotic therapy and transferred to another institution on (B)(6) 2017. Positron emission tomography (pet) scan revealed hypermetabolic activity at the inflow and outflow of the left ventricular assist device (lvad). Active infection could not be excluded.  The patient soon developed headache, vomiting, and "slow reaction". The patient was taken to the intensive care unit (ICU). Computed tomography (CT) scan showed cerebral bleeding. The patient was emergently taken to neurosurgery for trepanation due to high intracranial pressure. The patient expired on (B)(6) 2017. The listed cause of death was massive brain damage. Brain autopsy was performed. No thrombus was visualized on explanted pump.  It was reported that the relationship to the device is "unclear". Pt scan did not confirm vegetation around lvad. No further information has been provided.